Manufacturer narrative:
At this time the device remains implanted and in service. If information is provided in the future, a supplemental report will be issued.the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beeping tones. The device was implanted in 2011, in germany. The patient was now in a hospital on the island of mauritius. The device was not pacing correctly; it was reported that when the patient moved a certain way the heart rate dropped and the patient would faint. A boston scientific programmer was to be shipped from south africa to the hospital, as the facility only had a competitors programmer available. The physician planned to check the device and would perform the replacement procedure if no lead issues were identified. If lead issues were present, the patient would be transferred to another facility. The patient is pacemaker dependent. After the programmer was received, the device interrogation confirmed the beeping tones were due to the device reaching end of life (eol) battery status. The leads were in good working order and the lead measurements were within normal range; the output on the left ventricular (lv) lead was increased as some intermittent loss of capture was observed which the patient was symptomatic to. The device was scheduled to be explanted and replaced, with no changes planned for the lead system. Additional information was received that this device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
At this time the device remains implanted and in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beeping tones. The device was implanted in 2011, in (B)(6). The patient was now in a hospital on the island of mauritius. The device was not pacing correctly; it was reported that when the patient moved a certain way the heart rate dropped and the patient would faint. A boston scientific programmer was to be shipped from south africa to the hospital, as the facility only had a competitors programmer available. The physician planned to check the device and would perform the replacement procedure if no lead issues were identified. If lead issues were present, the patient would be transferred to another facility. The patient is pacemaker dependent. After the programmer was received, the device interrogation confirmed the beeping tones were due to the device reaching end of life (eol) battery status. The leads were in good working order and the lead measurements were within normal range; the output on the left ventricular (lv) lead was increased as some intermittent loss of capture was observed which the patient was symptomatic to. The device was scheduled to be explanted and replaced, with no changes planned for the lead system.